Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel fragments in the serum on 50 devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The evaluation of these photos did not show evidence of oil gel globules. A total of 100 retained samples were visually inspected, and no gel defect related to oil gel globules was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Factors that may contribute to gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was able to duplicate the customer¿s indicated failure mode (oil gel globules) because the defect was evident in the testing of the complaint lot samples. Replicates of retention samples showed a degree of the defect. All other visual observations demonstrated clinically acceptable performance with both retention and control samples. This complaint has been confirmed for the indicated failure mode oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel fragments in the serum on 50 devices. There were no health consequences or impacts reported.